Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows minimal erosion on electrode. The device was plugged into the controller and registered settings (1,7). The wand was able to generate plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of the instructions for use found excessive wear on the tip may result from vigorous use against bony surfaces. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include: 1) using the wand above default output settings. 2) pressing the tip against hard or bony surfaces.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during surgery, metallic fragments from the "supertvac 90° ifs wand" came off inside the patient. The surgeon successfully removed these fragments from the patient through irrigation and suction using the arthrowand. The procedure was successfully completed without significant delay using the same device since the issue was found after the surgeon finished using the device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.